Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary ICU 1 full height drawer failed to open and close. The customer rebooted the station, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer failed to open and close. A field service engineer removed the drawer and removed the latch piece after determining the magnet had fallen out. Replaced it with a new latch part and tested the drawer using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.